Event description:
Procedure: unknown. Reportedly, the device didn't perform properly. The seals were not secure after the device was applied. There was no reported injury. The account has been contacted for additional information. To date, no additional event details have been furnished.